Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist sent the pt a letter and reviewed the info he gave to a customer care advocate, cca, in early 2009. The cca replaced the meter and test strips. The pt alleged that his ultralink meter's display became "multicolored with a dark overlay" the night of the day prior. On original date, it remained discolored, as it was five minutes before the pt called customer service. Reportedly unable to use the meter, the pt tested on one of his "old" meters, result 333 mg/dl. When asked if he had symptoms before or after the issue began, the pt refused to provide specific symptoms. The pt stated, "I had the symptoms one would have when unable to test and has a result of 333." The pt denied receiving treatment as a result of the alleged issue. It would be helpful to know if the pt continued his usual basal rate with the insulin pump when unable to test and what the last result was before he stopped testing. The complaint is classified based upon alleged "high symptoms" that started after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.